Event description:
Case description: investigation result: name novopen® 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name : novorapid batch number:unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following has been updated - investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab and m/w form. Narrative updated accordingly. Final manufacturer's comment: 05-sep-2023: the suspected device novopen 4 has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and underlying medical history of diabetes mellitus are significant confounding factors for the development of hyperglycaemia. Events are listed. This isingle case report is not considered to change the current knowledge of the safety profile of novorapid. H3 continued: evaluation summary: name novopen® 4 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): blood glucose was 29 mmol/l [blood glucose increased]. Novopen was broken [device breakage]. Reporter was informed of correct handling of device [wrong technique in device usage process]. Needle attached to the pen in between injections [product storage error]. Case description: this serious spontaneous case from china was reported by a consumer as "blood glucose was 29 mmol/l(blood glucose increased)" beginning on (B)(6) 2023, "novopen was broken(device breakage)" with an unspecified onset date, "reporter was informed of correct handling of device(wrong technique in device usage process)" with an unspecified onset date, "needle attached to the pen in between injections(device stored with needle attached)" with an unspecified onset date, and concerned a 87 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used-20 iu, qd (6 u in the morning, 8 u at noon and 6 u in the evening)) from unknown start date for "type 2 diabetes mellitus", patient's height: 170 cm, patient's weight: 57.5 kg , patient's bmi: 19.89619380. Dosage regimens: novopen 4: novorapid: current condition: type 2 diabetes mellitus (for 5 years), hypertension, kidney disease, coronary artery disease, cardiac failure. On an unknown date, patient's novopen was broken on (B)(6) 2023, the patient reported that because of the problem with novopen, insulin was not injected into the body. The blood glucose (blood glucose) was 29 mmol/l. It was reported that the hotline informed the reporter of the correct handling of novopen. The mediation came out. It was a new piece of medication. After 6 u was pushed, the medication came out. The patient's relative agreed that there was no problem with the pen. It has been reported that the suspect product was stored at room temperature. The novopen was used for one year. It was reported that in general patient reused the needles. Batch number of novopen 4 and novorapid was requested. Action taken to novopen 4 was not reported. Action taken to novorapid was not reported. The outcome for the event "blood glucose was 29 mmol/l(blood glucose increased)" was not reported. The outcome for the event "novopen was broken(device breakage)" was recovered. The outcome for the event "reporter was informed of correct handling of device(wrong technique in device usage process)" was not reported. The outcome for the event "needle attached to the pen in between injections(device stored with needle attached)" was not reported. References included: reference type: e2b company number, reference ID#: (B)(4).